Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the mid right coronary artery with mild tortuosity. When the protective sheath and stylet were removed from the 3.0 x 23 mm multi-link 8 stent delivery system (sds), the stent was noted to be dislodging from the sds balloon. There was no resistance noted during removal of the protective sheath. The sds was not used and was replaced. There was no patient involvement. A new multi-link 8 was used successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.